Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the crew experienced an issue while training with the autopulse nxt platform (sn (B)(6)). The crew stated that the nxt platform would not turn on. The crew attempted to troubleshoot by removing and inserting the nxt battery a couple of times, and then replaced it with a fully charged battery from their charger. After the new battery was installed, the nxt platform worked as it should and was kept in service. Later that evening, the crew responded to a patient in full cardiac arrest. The crew placed the patient on the nxt platform, and it would not power on again. The crew removed the nxt battery and re-inserted it multiple times, and it still would not turn on. They placed the spare nxt battery from the rig into the nxt platform, but it still failed to turn on. The patient was removed from the nxt platform, and manual CPR was performed throughout the incident. Upon returning to the station, the nxt platform still would not turn on. No consequences or impacts on the patient.